Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Contact called tandem technical support due to concern that the customer did not receive the extended bolus from 11:39 am. Reportedly, the customer input 40 grams of carbohydrates, which was calculated to be a bolus of 4 units. Then, the customer requested the 10% of the bolus be delivered immediately and the remainder 90% to be delivered over 120 minutes through an extended bolus. Review of pump data showed that the extended bolus was delivered (0.4 units of insulin immediately, then 3.6 units was given over the duration of 120 minutes). However, 5 minutes prior to the 120 minute mark (at 1:34 pm), the extended bolus was aborted by the user to deliver another bolus. The customer experienced a blood glucose level of 355 mg/dl, which was addressed with a correction bolus.